Event description:
The customer reported the system mixed up images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. No further repair info is available.